Manufacturer narrative:
(B)(4). It was reported that the patient experienced a power disconnect alarm and a loss of power. One controller, (B)(4), was returned for evaluation. One battery, (B)(4), was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event.  Review of the (B)(4) manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 50°c to determine if the "no power" alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Log file analysis revealed that the controller, (B)(4), contained the smr software. No power disconnect alarms were recorded. Analysis of the event files revealed two controller power up events on (B)(6) 2016 at 19:42:04 and 19:44:15, both with their associated motor starts. The data point recorded before the loss of power revealed that the controller was connected to (B)(4) with 91% relative state of charge (rsoc) on power port 1 and (B)(4) with 71% rsoc on power port 2.  The data point recorded after the controller power ups revealed that the controller was connected to (B)(4) with 202% rsoc on power port 1 and (B)(4) with 94% rsoc on power port 2. The capacity logged as "202," indicates that the battery experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. Based on the log file analysis, the loss of power may have occurred due to a double disconnection of both power sources, given that the ac adapter was not plugged in to the wall outlet as described in the event details and both power sources connected prior to the loss of power were replaced. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller (B)(4) and one battery (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the battery¿s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned controller revealed that the controller passed visual examination and functional testing. Additional testing was performed and involved exposing the controller to temperatures between 30°c to 50°c to determine if the 'no power¿ alarm would still sound under higher environmental (ambient) temperature conditions. Results revealed that the controller was still able to sound the "no power" alarm. Failure analysis of the returned battery revealed that the device passed visual examination. Functional testing revealed that the battery had a faulty weld between one of the cell pairs. Based on an investigation conducted the root cause of the lifted cell weld can be attributed to terminal welds experiencing added stress as a result of the uncontrolled bending of the tabs and resistance welds occurring on weld free zones. Log file analysis revealed that the controller, (B)(4), contained the smr software. No power disconnect alarms were recorded. Analysis of the event files revealed two controller power up events on (B)(6) 2016 at 19:42:04 and 19:44:15, both with their associated motor starts. The data point recorded before the loss of power revealed that the controller was connected to (B)(4) with 91% relative state of charge (rsoc) on power port 1 and (B)(4) with 71% rsoc on power port 2. The data point recorded after the controller power ups revealed that the controller was connected to (B)(4) with 202% rsoc on power port 1 and (B)(4) with 94% rsoc on power port 2. The capacity logged as '202,¿ indicates that the battery experienced a temporary disconnection from the controller in the previous 15-minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. As a result, the reported power disconnect alarm was not confirmed; however, the reported loss of power was confirmed. Based on the log file analysis, the loss of power may have occurred due to a disconnection of both power sources, intermittent connections on one or both power sources and/or a battery malfunction. An internal investigation has been opened to capture events involving the controller losing power. Additional device(s) involved in event: heartware® ventricular assist system - battery. Serial - (B)(4), return date 2018-02-13. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) catalog: 1650de exp. Date: 11/30/2015 mfg. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that an assisted nursing care patient changed from the battery to ac power. After the source change, the "power disconnect" alarm sounded due to the ac adapter not being connected to the wall. The patient stated, "something is wrong" and passed out for one through two (1-2) minutes. The nurse connected a second battery and called paramedics. The patient woke up without any deficits. The "no power alarm" of the affected controller worked very well as it was tested by the ventricular assist device (vad) coordinator during the controller exchange. Log files were downloaded finding a minute of two (2) power-ups within the related time period. The controller was exchange from hospital stock; the patient tolerated the exchange well without any symptoms.